Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. No additional complaint has been previously reported for this lot number. Investigation summary: based on the evaluation of the returned stent graft delivery system, the alleged deployment failure was confirmed. The stent graft was found partially released. The distal tip of the outer sheath was found perforated by a stent graft strut, which made a stent graft deployment impossible. As a result of the investigation performed the complaint was confirmed. However, based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Regarding the use of accessories the IFU states: "materials required for the fluency® plus endovascular stent graft procedure: introducer sheath with appropriate inner diameter". Furthermore, the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion." And "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment."

Event description:
It was reported that during a stent graft deployment procedure, the endovascular stent graft allegedly failed to deploy from the delivery system; therefore, the delivery system was removed without incident. Reportedly, another endovascular delivery system was used and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure, the endovascular stent graft allegedly failed to deploy from the delivery system; therefore, the delivery system was removed without incident. Reportedly, another endovascular delivery system was used and the procedure was completed. There was no reported patient injury.